Event description:
It was reported that this implantable pacemaker was found to be in safety mode during a routine check. The patient was feeling fatigued with loss of a/v synchrony. Replacement of the device was recommended. This device was replaced and expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of the battery performance determined that cell depletion with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode during a routine check. The patient was feeling fatigued with loss of a/v synchrony. Replacement of the device was recommended. This device was replaced and expected to be returned for analysis. No further adverse patient effects were reported.